Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.